Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated this patient's heart wall leading to a pericardial effusion a few days after implant. The effusion was confirmed with an echocardiography and a computed tomography (CT) scan. The patient required medical intervention to resolve the issue, but no surgical procedure was performed. The rv lead remains implanted and in service. No additional adverse patient effects were reported.